Event description:
On (B)(6), 2013 the healthcare professional/ reporter contacted lifescan (lfs) in (B)(4) on behalf of the patient alleging a onetouch vita meter was displaying inaccurately high readings compared to a lab reading. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue occurred 5 months prior to contacting lfs. The reporter stated the patient obtained a reading that was ¿5mmol/l higher¿ compared to a lab reading. The specific readings were not reported. The reporter stated in response to the inaccurately high reading, the patient injected more insulin than usual and developed symptoms of ¿hypoglycemia.¿ it is unclear what the specific symptoms were. The reporter did not state if the patient had any treatment in response to the symptoms. At the time of troubleshooting the cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The reporter did not have any test strips at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the alleged meter reading high, the patient took more insulin and developed symptoms suggestive of hypoglycemia.